Manufacturer narrative:
(B)(4). Analysis conclusion: conclusion: failure event observed during analysis. Final analysis found that the insulation was fractured at 33.9 cm to 34.6 cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
This report is to advise of an event observed during analysis.